Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure for polyp performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside the patient body. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that could not be deployed. Block h2: additional information: block e1 (initial reporter address, initial reporter city, initial reporter (zip/post code), block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on february 18, 2024. Block h6 has been updated to code for clip damaged, deeming this a non-reportable scenario.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure for polyp performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside the patient body. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Additional information received on february 18, 2024. It was clarified that the clip was damaged.